Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: your sensor gives you sensor glu­cose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 288 mg/dl, and the meter bg reading was 179 mg/dl. No additional patient or event information was available. Reportedly, the customer used the sensor for more than 7 days. Tandem technical support instructed the customer to use a new sensor.